Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep reseated the connections between the hv tank and board, and performed filament calibration. The sys was tested and is operating as intended.

Event description:
The customer reported that the 9800 sys displayed a ma sensor fail error message. No pt injury was reported.